Event description:
It was reported that it was difficult to inject fixed water into the foley catheter, and they discontinued use due to resistance to water injection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 silicone temp sensing foley catheter with sample port connector and syringe. Using returned syringe, the catheter was injected with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation asymmetrical balloon was noticed with a ratio of 100:0. Upon deflation, the catheter did not deflate passively under 5 minutes. Using the in house syringe the catheter inflated properly and showed ratio of 100:0 and deflated passively within 2 minutes and 11 seconds. Also received 5 photo samples. First photo sample shows top view of catheter with used syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Based on physical sample received the reported event is unconfirmed. DHR review is not required. A labelling review is not required. Correction: d, g. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to inject fixed water into the foley catheter, and they discontinued use due to resistance to water injection. Per investigator notification received on 27jun2024, asymmetrical balloon and difficult to deflate were found during sample evaluation.